Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome spinal pain. It was reported that the device was not working. A manufacturer representative was requested to check the device. No further information regarding the event or date of the event was known by the hcp. No patient symptoms were reported. No further complications were reported.